Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, and a delamination. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure.